Event description:
It was reported that a patient suffered an ischemic left middle cerebral artery (mca) stroke noted on (B)(6) 2014. The patient was extubated but dialysis dependent at the time. The ldh was "above normal limits" per the vad coordinator since time of implant. It was noted that the patient had preoperative stroke approximately one week prior to implant. The vad coordinator is unsure of etiology there were no focal deficits at time of implant. No alarms were reported for the event. The family did not wish to stop vad at this time wanted the death process to happen "naturally". The patient had labored breathing and comfort care was initiated. The patient expired on (B)(6) 2014. The center had stopped treatment and the patient expired that evening. The pump was shut off after the expiration. There will not be an autopsy and the pump will not be returned.

Manufacturer narrative:
The pump was shut off after the expiration. There will not be an autopsy and the pump will not be returned. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.